Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was returned to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue. Made adjustment to the suction safety door (out of alignment) to correct issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the reported failure could be due to fair wear and tear as the device is approximately 14 years old and could¿ve seen heavy use in the field. A review of the depuy synthes mitek complaints system revealed one similar and two dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
Fms duo pump suctions issues and needs to be taped down on right side - door won't shut. During set up for a knee scope case, no delay, no injury to patient, used another pump hospital owned.